Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'bad touchpad, keypad buttons on/ off, setup, ok and run stop were not functioning' which was reproduced during evaluation of the device as a keypad malfunction. The cause was determined to be a loose keypad flex and input/ output board connection. The keypad flex and input/ output board connection was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad buttons on/ off, setup, ok and run stop were not functioning. There was no patient involvement. No additional information is available.